Event description:
It was reported the zcb00 model intraocular lens (iol) as inserted and removed from the patient¿s ocular sinister (left eye) in the same procedure; thus not implanted. The reason for the iol removal was not specified. It is unknown if another iol was implanted into the patient's os and patient status post-procedure is also unknown. No further information is available.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- medical device problem code 3191 - appropriate term/code not available (unspecified device issue) attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.